Event description:
It was reported that the customer had a keypad anomaly and scratches on the insulin pump. Scratches were located on the corner where it shows the battery and customer stated that it looks blurry. Damage was caused by normal wear and tear. Customer has some of the buttons sticking sometimes. Pump is working as designed. Insulin pump will be replaced due to the keypad issues. Customer mentioned that the act button does not work properly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The act button on the insulin pump had no intermittent button respond noted during testing, all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The device had broken reservoir tube lip, cracked lcd window, cracked case at display window corner, missing end cap sticker, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.